Event description:
It was reported that a caregiver stated the ilet delivered 17 units of insulin after the user entered a meal announcement, while the event did not appear in the report due to data not syncing and the user¿s glucose on the associated app was 171 mg/dl. There were no reported symptoms or adverse clinical effects. Outcomes included no reported impact on activities of daily living, medical intervention, emergency treatment, or hospitalization. Investigation included review of available device data, assessment of data synchronization, and user education. Investigation of this case revealed that data transmission did not sync to the report and the user had been entering smaller-than-usual meal announcements due to concern about hypoglycemia, which is consistent with user input behavior and data connectivity issues rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error and data sync limitation.